Event description:
Customer reported her sensor readings are inaccurate. Customer's blood glucose was 200 mg/dl but her sensor reading was 60 mg/dl. She removed the transmitter to charge it and now it won't connect. In troubleshooting, the transmitter would not blink after being removed from the transmitter. Customer was advised the transmitter may not be working. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to charge due to damaged pins. The functional test could not be performed due to the charge anomaly. The transmitter was received with contamination on all pins.